Event description:
The patient received two trial scs leads from the same lot. It was reported the patient presented at the emergency room with a severe headache the day following her trial scs lead implantation. The patient reported there were no issues immediately following the procedure. It was noted that the patient's headache diminished after being treated with dilaudid. Follow up on this matter identified the reported issue has since resolved. In additional, both the implanting and emergency room physicians determined the headache was unrelated to the trial scs procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.